Manufacturer narrative:
Other # field is populated with the di number. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the patient's ipg appeared flipped. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well post operatively.